Event description:
Patient called because their one touch basic meter does not power on. Patient had a back up meter and used the back up to test their blood sugar. Patient replaced the batteries and meter still does not power on. Patient did not have any symptoms. Lfs rep was unable to resolve the issue and sent patient a new meter.